Event description:
Procedure: pneumonectomy. According to the reporter: after firing, the jaws would not open and could not be taken out of the tissue. No pt info was available.

Manufacturer narrative:
Initial report sent to FDA on 10/26/2009.